Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  the patient hasn't successfully charged their implant in a year and today they tried to charge the implant with the wireless recharger and were unable to do so. The caller was not with the patient at the time of the call. Agent reviewed overdischarge with the caller. Agent sent instructions for recovery of implantable neurostimulator (ins). Caller could not provide a known event date, patient had noted trying multiple times in the past to charge.